Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 07.702.016s lot: 7k53222 manufacturing site: selzach supplier: osartis gmbh release to warehouse date: 18.apr.2018 expiry date: 01.oct.2020 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a vertebroplasty procedure, a vertecem + cement kit was mixed, but the cement did not show the usual high viscosity and was more liquid than usual. So, the surgeon had to wait for 42-minutes for the cement to become more usable. Mixing was done correctly; no liquid or dry component was spilled during the mixing process. Then, the surgeon waited till the cement hardened and usable. The cement was stored at operating room with temperature of 19 to 20 degrees celsius. The procedure was successfully completed and with 30-40 minutes surgical delay reported. Patient status reported as stable. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).